Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq 7g ultrasound system merged the previous patient¿s study with the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed, including analysis of logs, to identify the root cause of the reported issue. The engineering team confirmed that the issue was not reproducible.

Event description:
A customer reported their epiq 7g ultrasound system merged the previous patient¿s study with the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.